Event description:
A surgeon reported that a system message displayed and the intraocular pressure control was unavailable during a surgical procedure. The procedure was completed not using the intraocular pressure control. There was no harm to the pt.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).